Event description:
In 2009, the pt reported that tonight she has had elevated blood glucose readings of over 500 mg/dl and is experiencing "high blood glucose symptoms." She has treated her readings by bolusing insulin. The pt checked the basal rates on her insulin infusion device and discovered they were set at 0.0 units per hour. She stated she programmed in her basal rates when she started using the device 2 days ago, but she only pressed the check button once. She was advised that to save her settings the check button must be pressed twice. She was assisted with properly programming her basal rates into her device. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.